Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00199. It was reported the patient experienced ineffective therapy. Diagnostic lead impedances were within normal ranges and multiple reprogrammings did not resolve the issue. In turn, surgical intervention took place wherein both octrode leads were explanted and replaced with a penta paddle lead to address the issue. Reportedly, therapy was restored post-operatively.